Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, the contact believed that the fill estimate was not accurate after loading a cartridge with slightly less than 280 units. Per insulin gauge calculations, cts educated the customer that the fill estimate of 225 units was accurate. The customer's blood glucose (bg) level was impacted (274 mg/dl). The customer delivered a bolus via the pump.